Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 307736 and lot number 2309103. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were within specifications. To aid in the investigation of this issue, both physical and picture samples were returned for evaluation by our quality team. Through examination of the samples, a large amount of silicone was observed stuck in the upper side of the syringe, confirming the reported incident. The origin of the reported nonconformance consisted of silicone oil. This silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. Correct presence and quantity of silicone in the syringe is evaluated in our routine manufacturing controls. In that case, we consider that because of some temporary issue in the siliconization process, there was an excess of silicone resulting in this incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ls emerald has lubricant in the barrel walls. The following information was provided by the initial reporter, translated from french to english. When did the incident occur?: during use. There is visible lubricant on the plunger of the syringe and traces on the walls. Additional information: 11 oct 2023. Did the patient suffer any clinical consequences due to this defect?: no. - is the product available for expertise?: if so, can you provide us with the desired collection address and the contact details (name, e-mail, telephone) of the person in charge of the case?: we will then send you the recovery procedure with our tnt carrier. - please confirm if the sample is contaminated and if so, by which substance?: sample not contaminated.